Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Event description:
It was reported by the sales representative, "I am having some issues with screw backing out of the distal row of our aculoc2s (2 cases)".